Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified; therefore, no corrective action is required. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during deployment of the absolute pro vascular stent, the stent somehow caught on itself and failed to fully expand at the proximal edge. Additional intervention was required, using a support catheter, coronary guide wire and coronary dilatation catheter to expand the stent enough for a peripheral dilatation catheter to perform post dilatation to fully expand the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence has been estimated as (B)(6) 2014, one day prior to alert date. Date implanted has been estimated as (B)(6) 2014, one day prior to alert date. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.